Event description:
It was reported that during minimally invasive lumbar spine diskectomy, the head of the bur broke along the shaft. It was also reported that the broken piece was removed by suction. It was further reported that no additional medication was required and another bur was readily available to complete the procedure.

Manufacturer narrative:
The bur subject to this alleged event was returned for evaluation. The device evaluation is anticipated, but not yet begun. The bur lot number has not been provided to permit further investigation.